Manufacturer narrative:
Conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received empty and no functional testing could be performed. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly.

Event description:
During a laparoscopic hernia repair, it was reported that the device jammed. There was no consequence to the pt.